Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye in a secondary procedure, due to visual disturbance which was significantly interfering with the activities of daily life. Incision was not enlarged and vitrectomy was not performed. A replacement lens was placed to complete the procedure. Replacement lens is of a different model and diopter (zcb00 diopter 22.0), serial number (B)(4). No patient complications were reported. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction for follow up #1: method code (B)(4) is incorrect; it should be code (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens optic is damaged. The lens has been cut into pieces and is contaminated; dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. The manufacturing records were reviewed. Device history records were reviewed. No deviations or non-conformances were noted during the manufacture of the production order. There were no process and/or material changes. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.